Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the syringe 3ml ls 23g 1-1/4in tw experienced leakage past the stopper/plunger. The following information was provided by the initial reporter: drug leakage form the stopper.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/23/2020. H.6. Investigation: one photo and one sample was received by our quality team for evaluation. From the photo, the team was unable to determine the leakage failure. From the sample, a cracked syringe barrel was observed. A leak test was performed and a leak was observed from the syringe barrel at the cracked area. A device history record could not be evaluated as the lot number is unknown. The probable cause of this non-conformance could be due to poor feeding causing the barrel to be slanted when entering the in-feed dial pocket as a result of a part being caught / trapped. If this occurs, the subsequent parts are jammed at the main assembly dial machine. This might lead to the trapped part colliding or creating friction with the on-going production part and causing a cracked syringe barrel. Hence, the cracked barrel which causes leakage.

Event description:
It was reported that the syringe 3ml ls 23g 1-1/4in tw experienced leakage past the stopper/plunger. The following information was provided by the initial reporter: drug leakage form the stopper.